Event description:
A foreign body was found in the needle (based on the pictures the syringe is meant); it seems like a part of the filter needle cap broke off and is in or on the syringe.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
It was reported there seems to be a part of the filter needle cap broken and is in or on a syringe. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a needle assembly connected to a 1ml syringe. The needle assembly has the plastic shield, and the shield has damage at the bottom part. Inside the syringe, there is a floating piece of foreign matter that appears to be the missing piece of the plastic shield. The needle assembly is shipped individually packaged and not connected to a syringe. From the photo, it is not clear how the shield became damaged and ended up in the syringe. No other defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot 2245330. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.